Event description:
Boston scientific received information that this pacemaker may be depleting prematurely and led to pacing inhibition. (It is unclear if any asystole resulted.) While specific details remain unknown, the device reportedly reached eol status without warning so the device was immediately explanted and replaced.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.

Manufacturer narrative:
Subsequent information states this device will not be returned for post market evaluation. Customer has no further inquiries.